Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The noted dents along the shaft of the adapter. There were no functional abnormalities. Adapter logs showed no errors and that the adapter had bee used for 17 out of 20 available procedures. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of device condition can occur when the device is roughly handled. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was delivered and checked during the demonstration, the adaptor was broken with dents. There was no patient involvement.